Event description:
It was reported that the customer passed away. The customer's death was due to natural causes resulting from the side effects of type 1 diabetes mellitus, including cardiopulmonary arrest and autonomic neuropathy. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.